Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the full height drawer 4 was dead. A field service engineer (fse) found no lights on controller boards. Fse replaced drawer control and pyxis module controller boards in drawer and configured drawer in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer had failed, and the error message displayed off on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.